Event description:
It was reported that during a procedure to treat a calcified lesion in the proximal superficial femoral artery (sfa) with vessel diameter about 4.8-4.9 mm, a 10 cm sheath was placed and a 5.0x40 mm unspecified balloon catheter was advanced and pre-dilatation was performed at nominal pressure. A 4.5x40 mm supera stent system was advanced without resistance and deployment was initiated. However, when trying to deploy the entire stent the ratchet was not deploying the stent fully. The thumbslide was advanced and retracted to deploy the stent. The last portion of the stent implant was able to be deployed but the stent struts were slightly stacked; however, the final result was good. No portion of the stent deployed inside of the introducer sheath. Reportedly, the introducer sheath was 5 mm from the proximal end of the stent during deployment. The stent was confirmed to have emerged from the sheath and was fully released under fluoroscopy. There was no waist noted at the proximal end of the deployed stent. The stent system was withdrawn without resistance and the tip was noted to have separated and remained inside of the patient anatomy. A snare was used to successfully retrieve the separated tip. Reportedly, both the system lock and deployment lock were locked prior to removal of the stent system and the stent system was removed under fluoroscopy. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation and the stent remains in the patient anatomy; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deployment difficulty, tip detachment, and stent stacking. The removal of foreign body, and additional non-surgical therapy are due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.